Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal cramps, vomiting and cloudy peritoneal dialysis (pd) effluent. On the same day as diagnosis, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). Six days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.